Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a low anterior resection, the device was fired but the jaws of the reload would not open after firing. The tissue surrounding the reload was resected. A manual handle was used with a new reload to complete the procedure. The patient is in correct status.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one a powered handle, adapter and battery pack. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the products and an evaluation of the returned devices. No visual abnormalities were noted for the battery. Damage was noted for on the quick connect assembly. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol, however a strange grinding noise was produced during calibration. A pmv reload was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. All staples were placed and test media was cleanly transected. The reload jaws could be opened properly, however unloading of the reload was difficult. The handle was evaluated by engineering and the noise observed during pmv testing was replicated, however, the noise did not present a functional issue and may be subjective.

Manufacturer narrative:
(B)(4). The device has been returned but the evaluation has not yet been completed. A supplemental report will be filed upon completion of investigation.